Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked. This occurred during fill three of eleven of peritoneal dialysis therapy. The patient was connected. The leak was further described as "the film of the cassette pulled up a little bit and there was a very small amount of fluid in the cassette door¿. Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a defective weld causing the sheeting to separate from the cassette indicating an under ¿ weld or a weak weld. Functional testing, including leak testing and clear passage testing were performed; leak testing failed due to a leak between sheeting and cassette. The reported condition was verified. The cause of the condition was determined to be manufacturing related (caused during the sonic welding process indicating the energy director was not fully melted). Should additional relevant information become available, a supplemental report will be submitted.